Event description:
Procedure type: lobectomy. According to the reporter: the stapler loaded with 60 purple load, to go across bronchus stapler placed by the surgeon and tried to fire it. Stapler was removed from bronchus. The staples were seen to be flat, not in usual r shape. A hole in bronchus was noted. A new stapler and 60 load thrown to back table. The surgeon re-placed the stapler and fired without difficulty. Scrub nurse tried to remove defective load, but could not get load to release from handle. Assistant removed load then handed off handle to circulator. Current pt status: stable and extubated. Hole in bronchus from failure to seal/staple was corrected with another staple load.

Manufacturer narrative:
(B)(4).